Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type extension product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that impedances greater than 40,000 ohms were observed with a new extension being placed on the right side during a stage 2 implant. Actions taken included changing the extension for a new one. The extension was still showing greater than 20,000 ohms, but after connecting and disconnecting a few times between the lead/extension and extension/ins, the impedances reduced to 10,000 ohms. Impedances were in a normal range by the time the physician closed up. It was noted that intra-operative impedances on the left side were all normal. A month later, there were high impedances in the 5000s ohms on contact 3 and greater than 40,000 ohms on contact 11 when they turned patient¿s stimulation on for the first time. Neither contact was used in programming, and the patient was receiving good therapy using c+,8- at the time of this report. No medical symptoms were reported and no further complications are anticipated.